Event description:
The customer observed six higher than expected quality control results using vitros tsh reagents on a vitros eci immunodiagnostic system that breached the vitros tsh potential health and safety criteria. Vitros tsh lot 4660 results = 0.427, 0.427, 0.430, 0.428, 0.428, 0.435 miu/l versus expected 0.320 miu/l biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to occur undetected. There was no allegation of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint numbers 1652943 and 1652945/ivd 336412.

Manufacturer narrative:
The investigation determined that six higher than expected quality control results were obtained using vitros tsh reagents on a vitros eci immunodiagnostic system that breached the vitros tsh potential health and safety criteria. The investigation was unable to determine the assignable cause. An instrument issue, a reagent issue, or a fluid handling issue cannot be ruled out as contributing factors. Further investigation is not possible as the customer is no longer willing to participate in troubleshooting activities.